Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used in the common bile duct to treat a stricture during an endoscopic retrograde cholangiopancreatography procedure (ercp) with stent placement procedure performed on (B)(6) 2024. During the procedure, the inner guide catheter got broken. A grasping forceps was used to complete stent insertion, and the procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.